Manufacturer narrative:
1. DHR/bhr review(lot#5018501): 1)the products of this batch were assembled at intima ii auto line 2 in feb, 2025, and packaged at r240 package line in feb, 2025. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional tests. 1)lie distance is measured and result is normal. 2)penetration force test is performed, in which the needle tip force, catheter tip force and catheter drag force are all within the product specifications. 3)45psi leakage test is carried out, the test is qualified, no leakage is found. 4. Needle through catheter during puncture process may be related to the product quality (including the needle tip penetration force, catheter tip penetration force, catheter drag force and needle removal force), the skin and vein conditions of the patient, and the puncture method. 5. According to the experience of previous market visits, it is recommended that: 1)before puncture, hold the paddle hub and y-adapter, rotate the paddle hub to release the catheter tip adhesion. 2)insert the needle and catheter at 15°~30° with the bevel of the needle tip upwards, and after seeing the blood return, lower the angle to 5°~10° to continue send the needle and catheter, do not withdraw the needle prematurely, and do not multiple punctures. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Since the defective sample has not been received, the relevant tests cannot be carried out, and the usage of the sample is unknown, so the root cause of the complained defect cannot be determined.

Event description:
No additional information available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc needle through catheter on (B)(6) 2025, while inserting an intravenous cannula into a patient, a nurse withdrew the steel needle 0.5 cm and pushed the tubing into the blood vessel, but found that the tubing could not be pushed in. The nurse attempted to reinsert the steel needle into the tubing, but found that the cannula tubing had been punctured, causing redness and swelling of the patient's skin. The nurse immediately removed the cannula and inserted a new one, then proceeded with the intravenous drip.